Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. There was a pinhole in the instrument channel. The insertion section had an insulation failure due to a broken adhesive of the bending section rubber. The universal cord was damaged. The angulation was insufficient due to the stretch of the angle wire. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.